Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen turns off during device inspection for use involving an olympus high-definition liquid crystal display monitor. There was no patient injury reported.